Event description:
Boston scientific received information that this patient was recently at home depot and noted high out-of-range (oor) shocking impedances. Boston scientific technical services (ts) was consulted and suggested it may have been due to close proximity of some equipment. The health care professional (hcp) stated that they would continue to monitor the patient for now, with no plans to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed. Most of the lead, including the tip, was not received. Setscrew marks were noted on all terminals. Of the segment returned, resistance testing was performed to assess the electrical performance. Measurements were normal. The reported field observations could not be confirmed in analysis because the segment of the lead returned passed electrical testing.

Event description:
Boston scientific received additional information that the patient passed away five months later. There were no allegations reported since this event occurred and no report that the product caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.